Event description:
The customer reported the ECG waveform was disorderly and had interference.

Manufacturer narrative:
(B)(4): the phillips field service engineer evaluated the device and recreated the reported problem. The issue was isolated to the battery. The battery was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.